Event description:
The customer reported a leak at the probe of the coulter act diff 12 analyzer during startup. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Service was not dispatched because the field service engineer (fse) was able to troubleshoot the issue with the customer over the phone. The customer stated that the dual diluent filters appeared to be clogged. The customer replaced the filters per instruction from the fse and the instrument ran without any leaks. The customer verified to the fse that the instrument was running without any leaks. (B)(4). Fse trouble shot with customer by phone.